Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the lead was explanted on (B)(6) 2019. No further information was provided.

Event description:
New information notes that lead perforation was observed. Patient was syncope. The rv lead was explanted and replaced due to the perforation on (B)(6) 2019. Patient was fine after the procedure.